Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient fell and afterward the pump would not power on. The reporter examined the pump and stated that there was no evidence of any structural damage to the battery compartment or cap and the yellow o-ring was not visible. The reporter stated that the pump would not power on with a new battery. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed no damage to the battery cap or battery compartment. The battery cap secured appropriately to the pump. The display screen is cracked. The pump powers on with the display remaining blank. A test display was inserted, and the pump then powered on with a visible display. The pump was exercised for 24 hours with no power issues occurring.